Event description:
Trial with new e-z pump on total parenteral nutrition pt. Pump alarmed continuously over several days and no problem with access could be determined. Changed pump to cadd prism with no further problems, e-z pump sent back to MFR. Also unable to put pump in the locked level when in the total parenteral nutrition and intermittent modes due to a software problem.